Event description:
It was reported that outside of surgery the blade of the dermatome did not move. There was no harm or delay reported. The product was in need of repair due to missing dermatome springs, worn reciprocation arm and ball bearing, broken neckpiece and missing screws, which caused calibration error. No patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d8, g3, g6, h2, h3, h6, h11. Review of the most recent repair record determined the reciprocation arm and ball bearing were worn, missing component, the neckpiece was broken and the unit was out of calibration. The reciprocation arm, ball bearing, ball plunger, control level, level, pins, spring, machine head, neck, shaft bearings, sleeve bearings and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.